Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as no serial number was provided. Results: no device was returned. Conclusion: cause of event cannot be determined but is assumed to be related to patient condition. Analysis: no product was returned. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information from a journal article circulation, july 5, 2011, that 15 years following the implant of this mechanical aortic valve, the patient was admitted to the ICU with chest pain, orthopnea, and dizziness that proceeded into an electromechanical dissociation. At the time of these symptoms, echocardiography revealed no abnormalities with the valve function except a small systolic gradient and negligible insufficiency (1/5). There was no thrombus/mass within the prosthesis. Angiography showed normal coronary anatomy and normal motion of the prosthetic disc. The day following angiography, the patient developed multiple episodes of sudden and profound hypotension, treated by norepinephrine. During one of these episodes there was an abrupt change of invasive arterial pressure along with a disappearance of audible click of the valve and massive aortic regurgitation. Bedside echocardiography revealed a non-obstructing rod-like protrusion below the valve plane formed by pannus. The valve was explanted and replaced with a new valve, although the pannus had already disappeared at the time of surgery. The explanted valve showed no signs of malfunction. Subsequent to the valve replacement, the patient showed no further adverse effects.